Event description:
It has been reported to philips that the system would not boot. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the suite pc. The fse replaced the suite pc and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Fse did the troubleshooting and found that the sysco computer was not powering on and no leds were glowing. Fse replaced the old sysco computer with a suit pc, assigned a new license and reloaded the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.